Manufacturer narrative:
Pump was received with all buttons functioning properly. However, found moisture damage on the keypad traces. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unable to confirm motor error alarm due to compromised force sensor system alarm. Pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 7.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.